Event description:
It was reported that the lead was implanted with multiple lead delivery attempts required. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".